Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 80% stenosed, de novo, lesion in the left anterior descending (lad) artery. After lesion pre-dilatation, the 3.0x18mm xience xpedition drug eluting stent (des) was advanced to the lesion without issue and implanted. While withdrawing the device from the anatomy, a distal end dissection was noted. A 3.0x8mm des was implanted to cover the dissection and successfully complete the procedure with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.